Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The lot number was not reported; therefore, a device history record review was performed based upon a lot number from the sales history of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges during connection and puncture the cone of the puncture needle got broken.

Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
The customer alleges during connection and puncture the cone of the puncture needle got broken.